Event description:
The customer reported that the monitors kept freezing up. The system was locking up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation and could not replicate the reported issue. The hard drive and general purpose operating system were replaced as a precautionary measure. The system was operating as intended.